Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons required multiple presses to elicit a response. The reporter noted that the keypad buttons were worn off and was unable to determine if this had occurred before the tactile changes. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a case and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that keypad symbols were worn but the rubber keypad was intact. Investigators were unable to confirm or duplicate intermittent keypad. Evaluation revealed that all of the keypad buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.